Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review performed: a review of synthes device history records for manufacturing revealed no complaint related issues. Visual examination revealed evidence of damage to the tip of the screw. There are spots/contamination on the shaft. Based on the DHR review, the evaluation performed and the unknown root cause, this complaint is deemed indeterminate from a manufacturing position.

Event description:
It was reported during a left tibial plateau procedure with the surgeon inserting the 3.7 mm cannulated locking screw; the screw shaft broke. Attempted to use the conical extraction screw to remove the shaft and it also broke. The pieces of the conical extraction screw were retrieved and the shaft of the cannulated screw remains in the patient's bone.